Manufacturer narrative:
The investigation was completed by conducting a thorough review of the incident from the information provided, and evaluation of the software.the issue was determined to be a defect in the software. This defect will be fixed in future release.

Event description:
It was reported that the wedge monitor units (mu) are being exported incorrectly when selecting the composite field sequencing (cfs) on the dicom export page. The fields with wedges have incorrect wedge monitor units (mu). The reports are displaying the correct wedge monitor units (mu) and total monitor units (mu).there was no mistreatment based on the available information.